Event description:
Allegedly, the doctor was performing an operative hysteroscopy procedure, when she noticed the working element was leaking distension fluid near the camlock area where it connects to the resectoscope sheath. There was not enough distention of the uterus, so they had to switch to a monopolar resectoscope causing an hour delay to trouble shoot and switch out the instrumentation. Procedure was completed with no adverse impact on pt. Reference manufacturer #: 3010202439-2013-00026.